Event description:
Meter name: one touch profile. Strip name: one touch test strips. Meter code: 8. Strip code: 8. Strip storage: stored correctly. Symptoms: no symptoms. The pt's family member reported that the pt's insulin dose was adjusted based on the meter's result. The meter allegedly is inaccurately low. The pt's results from the meter were 41, 65, 60 (units not specified). There was no result obtained from any other source. There was no comparison between the pt's meter and any other device. The pt's family member contacted their dr who instructed not to give daily insulin dosage if the blood glucose was low. During appointment at the dr's office, the pt's glucose level was high. No specific results were documented. The dr put the pt back on the pt's regular insulin dose. No further info has been reported.